Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient had an untreated episode of care due to oversensing of noise by this electrode. The physician reported a patient history (B)(6) 2024, of an inappropriate shock due to oversensing of noise. At implant, the electrode was not implanted in the recommended or optimal position, substernal lead placement. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and provided recommendations for additional troubleshooting, isometrics, massage and pocket manipulation.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code a150202. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The electrode remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this patient had an untreated episode of care due to oversensing of noise by this electrode the physician reported a patient history ((B)(6) 2024), of an inappropriate shock due to oversensing of noise. At implant, the electrode was not implanted in the recommended or optimal position, substernal lead placement. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and provided recommendations for additional troubleshooting, isometrics, massage and pocket manipulation. This electrode remains implanted. New information was received indicating that during a follow up appointment, all 3 vectors were analyzed. The alternate vector was the only one with no noise, and the device was programmed to the alternate vector. The device and electrode remain implanted and in service. No adverse patient effects were reported.